Event description:
The user contacted the emergency support program line reporting that the central lumen would not flush and that aspiration attempts were unsuccessful. An arterial line waveform with accurate blood pressure readings was present. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). The user was advised that, since the iab is fiber optic, the central lumen could be capped and therapy could continue. It was confirmed that the pump was functioning properly, with an accurate arterial line waveform and blood pressure readings, and that the patient was stable. No further assistance was required.